Event description:
The patient underwent surgical intervention, due to a hip fracture. As the screw was being implanted, the head of the screw broke off. The head was removed but the remainder of the screw remains in the pt.